Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose level at the time of incident was 300 mg/dl. The customer¿s blood glucose levels were 325 mg/dl, 260 mg/dl. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was advised that the insulin pump needed to be replaced and may continue to wear pump until replacement arrives. The customer was reported that the insulin pump had power error detected alarm. The customer was assisted with troubleshooting for insulin flow blocked alarm and power error detected alarm. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement tests. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery and power loss alarms due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No unexpected replace battery now alarms were noted.